Manufacturer narrative:
A bci field service engineer (fse) verified that the protective cover was in place. The fse reviewed safety precautions with the customer. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an operator injury occurred while troubleshooting unicel® dxi 600 access® immunoassay analyzer. A barcode read error occurred at the general connection on the automation line at the point where the samples were aspirated from the instrument. The operator lifted the protective cover to correct the error. The system auto-corrected the error and the sample probe moved to the automation line to aliquot and punctured the operator's hand. As the operator moved her hand back, she also obtained a scratch on her wrist. The operator was wearing gloves at the time of the event. The operator was sent to employee health for evaluation and was prescribed prophylactic medication as a precaution. The operator did not receive any additional medical treatment and did not miss work due to the injury.